Manufacturer narrative:
(B)(4). Review of lot f1720504, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that three mynx ace vascular closure device (vcd) sheaths would not allow the wire of the vcd to pass through.

Manufacturer narrative:
Complaint conclusion: it was reported that three mynx ace vascular closure device (vcd) sheaths would not allow the wire of the vcd to pass through. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. Review of lot f1720504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural and/or patient factors could have contributed to the report event. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. See MFR report number # 3004939290-2018-00523 and 3004939290-2018-00524 for the other 2 devices.